Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements. This patient experienced an inappropriate shock in which a code 1005 was observed, which is indicative of an open circuit condition was detected during shock delivery. The shock impedance measurement at that time was greater than 145 ohms. Technical services (ts) suspected calcification however this has not been confirmed. Per the physician, this patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.